Event description:
It was reported that the ilet device was dropped, resulting in a broken or cracked screen and the need for a hardware replacement, with the original device to be returned. Symptoms included no reported alarms or alerts. Outcomes included continued use of the patient¿s cgm through the dexcom app or receiver and instruction on shutting down the ilet to avoid further alerts, with understanding that data would not transfer to the replacement and that the startup process would be required. Investigation included verification of the serial number, confirmation of shipping and return logistics, guidance on syncing data prior to return, and provision of a return label. Investigation of this case revealed physical damage to the display consistent with accidental drop, with no functional alarm activity reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental impact.